Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called in to report that the battery threads were broken and pool water leaked into the insulin pump. Customer reported a blank display, that the device was vibrating without an alarm, and a constant tone. The customer's blood glucose level was 12.5 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was informed that the product would be replaced, and to return the malfunctioning product back for analysis.